Event description:
During a cross leg lesion procedure, the dr stated that the tip of wire (wire kit) broke and went into the pt's leg. The pt did not require additional procedures due to this occurrence: surgeon declares that he normally would consider amputation, but not in this case. The complainant did report adverse effects on the pt due to this occurrence. Additional info received (B)(4) 2014, from the user facility: rupture of wire in the pt's leg during the procedure. On a (B)(6) pt, during a recanalization of the right femoral artery, the tip of the wire got blocked into the calf. They had to stop the procedure 2 days later, the pt got an amputation of the right 3rd toe. The rupture of the wire was not the direct cause of the amputation. The peroneal artery was already occluded before the procedure."

Manufacturer narrative:
(B)(4). The complaint device was not returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during manufacturing and again, prior to transport. In addition, there is a warning label on the wire guide holder that states, "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." Info provided by the reporter assisted the wireguide separated with the wire fragment left behind resulting in minor harm to the pt due to cessation of the cross leg lesion procedure and eventual amputation of the 3rd left toe, although not as a direct result of the separated wire segment. In this specific case, the event description offers no evidence of why difficulty was encountered. This root cause for this complaint remains inconclusive. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Quality engineering risk assessment was performed, which concluded there is sufficient risk for any additional risk reduction activities at this time.